Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00523, 0001032347-2020-00524, 0001032347-2020-00526. Explantation date is planned for (B)(6) 2021. Medical products: tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 159860. Tmj system left fossa component, small, part# 24-6563, lot# 123880. Tmj system right fossa component, small, part# 24-6562, lot# 228220. Tmj system right standard offset mandibular component 50mm / 9 hole, part# 24-6650, lot# 188200. Unknown screws, part# ni, lot# ni. Occupation¿ patient.

Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants thirteen (13) years following implantation due to heterotopic bone growth. The patient feels that the devices have worked well and it is the bony overgrowth that causes a limited range of motion. It is possible the implants will be replaced with a custom device. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.